Event description:
It was reported that two (2) pt incidents occurred ((B)(6) 2012 respectively) during colonoscopies with the electrosurgical unit (esu/generator). No pt or equipment setting info was provided. In each case upon the intervention work a delayed bowel wall perforation occurred. No further info was provided involving how the perforations were medically treated. Note: the esu is similar to a model distributed in the u.s. It was distributed to a hospital in (B)(6).

Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and 8 power output check. All features were/are functioning properly within specifications for the device. In conclusion, no equipment problem was found that would have caused or contributed to the events. Most likely there were many factors involved with the pt incidents (e.g. The disease state, age of the pts, etc). It appears that upon the intervention work in the colon on both pts, the remaining wall was not sufficient remain intact. Nonetheless, no conclusive determination could be made as to the cause of the events. No trends have been identified with these incidents. Erbe USA, inc. Is now closing the file on this event.